Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During troubleshooting, the patient reported that there were air bubbles in all the lines. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient ended therapy and planned to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. The reported condition was not verified. The cause of the alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.